Event description:
It was reported the patient did not receive full coverage post-operatively. The physician repositioned the lead. Approximately 40 minutes later the patient experienced weakness in right leg and arm. Follow-up determined the patient was still experiencing the weakness and non-effective coverage eight days following surgery. The physician repositioned the lead again. Reportedly the patient is receiving effective stimulation. Follow-up determined the patient reported numbness in right leg and hands. The physician repositioned the lead and the patient regained full stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.